Event description:
The customer reported that the system displayed an error code after boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the isd printed circuit board, the ups and reloaded the system software and calibration files. The system was tested and found to be working as intended and put back in service.